Manufacturer narrative:
The customer¿s report of a communication error was confirmed. Physical inspection of pump module s/n (B)(4) showed the right iui had signs of corrosion on its contacts and foreign material on pin 15. The left iui was observed to be slightly dull. Inspection of pcu s/n (B)(4) showed the right iui had a torn gasket and there were signs of corrosion on the left iui¿s contacts. Inspection of pump module s/n (B)(4) showed the iui¿s were slightly dull. Analysis of pcu event log shows that at 10:50am on (B)(6) 2016 pump module s/n (B)(4) experienced a channel disconnect due to loss of communication . Pump module s/n (B)(4) experienced a channel disconnect due to a loss of power shortly after at 10:51am. Both devices were re-added to the system and the previous infusions were restored. At 12:06pm, both devices were disconnected due to a loss of communication. At 12:09pm the devices were re-added to the system and the previous infusions were restored. Functional testing was performed and the channel disconnect events were unable to be replicated on either device. The root cause of the customer¿s report of a communication error was not identified. Contaminated/corroded iui connectors were identified on 2 of the devices however the channel disconnect event could not be replicated and therefore no definitive cause was found.

Event description:
The customer reported that channels infusing levophed and vasopressin at unspecified rates alarmed and displayed a communication error, and went blank. The nurse turned the device back on and reconnected the channels, during which time the patient's systolic blood pressure dropped from a baseline of 130's to 80. No medical intervention was reported; the patient's blood pressure returned to baseline and there was no lasting harm for the patient.